Event description:
It was reported that the locking mechanism on the targeting block would not operate as specified. The block locked successfully but when attempted to unlock it would not disengage and it broke.

Manufacturer narrative:
Investigation in progress but not yet complete.